Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report, to provide information that was inadvertently left out of the initial medwatch report, and to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6, h10 corrected fields: b5, g3, h10 correction to information provided in g3 of the initial medwatch report: the aware date (date received by manufacturer) should have been 02aug2023. Information that was inadvertently left out of the initial medwatch report: the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause of the foreign material remained in the device could not be determined since the foreign material was not identified. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. - the instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Information that was inadvertently left out of the initial medwatch report: the reported event (air/water flow issue) was observed while preparing the subject device prior to a diagnostic upper gastrointestinal tract examination procedure. The intended procedure was completed using another device without a delay.

Event description:
The customer reported air/water flow issues from the evis lucera elite gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign objects on the nozzle and the grip. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿air/water flow issues¿ was not confirmed. The device evaluation found foreign objects on the nozzle and the grip of the device due to insufficient cleaning. Additionally, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to the wear of angle wire, the play of up/down knob was out of the standard value. The grip and the bending section cover had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.